Event description:
It was reported that difficult to advance occurred. A transcatheter aortic valve implant procedure was being performed utilizing a 14f isleeve introducer sheath for femoral access. While trying to advance the 14f isleeve introducer sheath, a lot of resistance was encountered at the iliac artery as there was a tight curve in the anatomy. The 14f isleeve introducer sheath was removed and it was found to be squished and not suitable for use. The 14f isleeve introducer sheath was discarded. The procedure was completed with a different device.